Event description:
It was reported the patient experienced phrenic nerve stimulation due to the left ventricular lead. Interrogation and reprogramming of the device were made and the issue was resolved.

Manufacturer narrative:
(B)(4).